Event description:
Patient presented to the physician with submandibular swelling and cobblestone throat since the implant procedure. Physician prescribed antibiotics. Patient presented back to the physician with persistent submandibular swelling and pain along with purulent discharge from the chest incision site. Due to suspected infection, the physician prescribed another round of antibiotics. Patient returned for a follow-up appointment with improvement, but the physician had ordered an ultrasound for further evaluation.